Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a physician letter reporting that the patient had their infection in (B)(6) 2015. There was no known case and it was reported to be a spontaneous infection. The infection was reported to have been resolved via the explant.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported the patient's spinal cord stimulation (scs) system was infected and had been explanted. The infection was at the implantable neurostimulator (ins) area. Details were not known as to when the patient got the infection and when the device was explanted. Relevant medical history included non-malignant pain and complex regional pain syndrome type 2.